Event description:
It was reported that the jaws on the medium-large clip applier was not allowing clip to fire completely. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier was analyzed and found to have failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain the clip through engagement but could not release the clip as commanded. The complaint was confirmed by failure analysis. Additional observation(s) not reported by the site: the instrument was found to have a bent grip and the tip does not align with the other grip.

Manufacturer narrative:
Advanced failure analysis completed their investigation on the medium-large clip applier instrument and replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of failed clip test to be related to the customer reported complaint. The clip applier instrument failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain clip through engagement but could not release the clip as commanded. Further evaluation found the instrument had a bent grip and the tip and did not align with the other grip.

Event description:
Refer to h10/h11 for follow-up information.